Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin @home transmission with non-sustained right ventricular over-sensing due to post-paced t-wave over-sensing seen on a stored electrogram. Patient did not receive any inappropriate therapy. The low frequency attenuation filter was already programmed on. Further programming changes were discussed but not implemented. Patient will continue to be monitored and was in stable condition after the event.